Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were almost hospitalized due to high blood glucose level. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer did not mention any treatment related to high blood glucose level. The customer did not mention any symptom related to high blood glucose level. The customer also reported that the insulin pump had motor error and no delivery alarm. The customer reported that the high blood glucose level might be due to the insulin pump errors. The customer stated that the drive support cap appeared normal. They stated that the insulin pump was not exposed to high magnetic field. The customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.